Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v423811, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that therapy was helping at first and it was doing fine, but lately it wasn't and the patient had her bladder slung. Therapy wasn't working, it helped very little, and she had a loss of therapeutic effect. The device was reset the prior month because the patient was getting urinary tract infections, she didn't know if that was what caused it, but she was getting several urinary tract infections for over a year. The patient had been on detrol. The patient requested MRI guidelines for her lower back because she was in excruciating pain. The pain had been happening for a long time, it had gotten worse, and they wanted to do an MRI to see what the discs were doing. The patient was upset that she couldn't have an MRI of her lower back, said she was close to having "this thing yanked out," and the battery was probably almost out anyway.

Event description:
It was reported that about a year prior to the report, the patient had been having constant urinary tract infections and she had the device on the first couple of times, then she was advised to turn it off. The device had been off for some time. A week or two prior to the report, the patient put it back on and got to the point where she had a very weak stream, so she shut it back off two days prior to the report. The patient had an appointment scheduled with her healthcare professional four days after the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.